Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment date. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. Contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis of the right eye one day following lasik treatment. The patient reported a foreign body sensation. An oral steroid was prescribed and the topical steroids were increased. Additional information received; the symptoms resolved six days following onset.